Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the device screen appeared to freeze when the user pressed and held the wake button for an extended period, and the user was counseled to tap the wake button instead of holding it. Symptoms included no reported adverse clinical effects and no impact to blood glucose. Outcomes included no alerts or alarms, no medical intervention, and no hospitalization. Investigation included user education and troubleshooting. Investigation of this case revealed normal device behavior with improper button-press technique contributing to the perceived unresponsiveness of the sleep/wake function. It was concluded, based on previously established findings for similar reports, that the cause was user technique.